Manufacturer narrative:
Testing found the unit to function correctly.

Event description:
Covidien received a report where the customer stated the alarm of the n-550 did not sound when spo2 saturation readings displayed on the monitor exceeded the set alarm limits value. The patient was in the neonatal intensive care unit (nicu). No patient harm.